Event description:
It was reported that the right ventricular (rv) lead exhibited low r-wave measurements even with multiple placement attempts. After implant, the lead had undersensing with dropped r-waves. The pocket was reopened and the lead was repositioned. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.